Manufacturer narrative:
Date of event is unknown.

Event description:
Product manufacturer reference number: 1627487-2021-00879. It was reported that the patient was experiencing inadequate therapy. Programming was attempted without success. As a result, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.